Manufacturer narrative:
Any further information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician performed bench testing on model lap top ventilator 1150. All testing was performed using a good known test patient circuit. The ventilator passed 67 hour extended tests at customer's settings. The ventilator passed the lap top ventilator final test which includes many ventilation and alarm functions. Internal inspection was not done due to customer wanting ventilator sent back without being opened. Unit passed all non-invasive testing.

Event description:
It was reported that the patient had arrested while connected to model lap top ventilator 1150. The ventilator did not have an audible alarm when the reported incident occurred. Per data sheet, the father went into the child's room because pulse oximeter was alarming. Saturation and heart rate were both reading low. The father attempted to reposition probe with no good results. Father stated, child did not seem in distress of any kind. He then took a stethoscope and listened to the patient. At that time he discovered the child had no heartbeat. 911 was called. Per father, ventilator continued to work and operate normally with no alarms. He suctioned patient without difficulty and minimal secretions. 911 instructed him to begin compressions at which he did. The ventilator did alarm high pressure once compressions began. When emt arrived, ambu bag ventilation was started. Patient was transported to hospital. The patient was discharged (B)(6) 2015 on full 24hr ventilator support.